Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal bleeding and ventricular tachycardia could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the available device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that no log files were obtained. The patient experienced low flows while bearing down to scoop ice cream. Other than the arrhythmia, the patient did not experience any symptoms at the time of the low flows, and they reportedly resolved.

Event description:
It was reported that the patient had a positive blood occult test post an elevated international normalized ratio (inr). The patient also had low flow alarms and interrogation of the biventricular implantable cardioverter defibrillator (ICD) showed ventricular tachycardia (vt) and non-sustained vt. A plan was made to increase amiodarone to 200mg twice a day and send a message to the physician to discuss switching antiarrhythmic medications at their office visit on (B)(6) 2023. There was no changes to stool or concern during their office visit on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.